Event description:
Event date is unk. In 2008, boston scientific corporation was informed that prior to a procedure, the physician noted that the resolution clip device over-sheat was damaged and "struck" to the clip. Another of the same device was used to complete the procedure without any patient complications. Patient is "good."

Manufacturer narrative:
.